Event description:
It was reported during a meniscal root repair the needle broke inside the scorpion when it was attempted to be fired. The tip and the needed was broke inside the device. No parts of the needle went into the patient. It was replaced and the same event occurred. The doctor replaced it with another suture passing device then the case was completed with no further issue. The patient is fine to date.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint allegation was confirmed. Based on the information provided. The most likely cause for the reported failure is a user error. Per dfu-03920-sub-eo, "to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.".